Event description:
It was reported that the bottom portion of the insulin pump became case became loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a loose motor support disk, a missing end cap sticker and missing segments due to a cracked connector at the liquid crystal display board.